Manufacturer narrative:
Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka) and a blood glucose (bg) level of 806 mg/dl. Healthcare provider identified dka as dangerous. Customer was treated with intravenous fluids of saline, insulin, and dextrose. Customer was put on glucommander, given clonidine for nausea, and d5 half normal saline, lactate infusion, potassium infusion and potassium fluoride tabs. Customer was given heparin injection and due to metabolic acidosis the customer's medications were switched. Customer was released from the hospital on (B)(6) 2021 with possible permanent kidney damage. Prior to hospitalization, the customer received an occlusion alarm and did not resume insulin therapy. Subsequently, the pump shutdown due to not charging the battery. Tandem technical support performed a pump data review and a system and found that the pump was functioning as intended.